Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. During the procedure it was noted that there was a perforation. A pericardiocentesis was performed to drain the fluid. The patient was brought to the operating room to repair the perforation. Following surgery the patient was in a stable condition and was expected to fully recover. It was further reported that during the deployment of the closure device the perforation was noted to have occurred. The perforation resulted in a pericardial effusion. The closure device was not implanted in the patient and during surgery the laa of the patient was clipped. The patient was discharged.

Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. During the procedure it was noted that there was a perforation. A pericardiocentesis was performed to drain the fluid. The patient was brought to the operating room to repair the perforation. Following surgery the patient was in a stable condition and was expected to fully recover.